Manufacturer narrative:
Combination product: yes. The lead was explanted on 02-mar-2026. Additional report of lead fracture received upon receipt, the lead under complaint was found cut 12 cm distal to the df4 connector pin (into 2 segments). An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed that the insulation was found rubbed through approximately 11 cm proximal to the lead tip. In this region the conductor cable leading to the ring electrode was found fractured. These damages assumed to be the root cause of the reported oversensing leading to inappropriate shocks. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the fixation helix was found bent, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
Patient arrived at hospital after receiving shocks. Patient did receive more shocks after arriving at the hospital according to hospital staff. Home monitoring shows rv lead monitoring episode at 11:41 pm (B)(6) 2026. 24 shocks started; 14 inappropriate shocks delivered for lead noise that were transmitted. Lead remains implanted. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead was explanted on (B)(6) 2026. Additional report of lead fracture received the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.